Event description:
It was reported the patient had a catheter occlusion at an unknown location as well as a volume discrepancy. The event/difficulty occurred approximately on (B)(6) 2015. The expected residual volume (erv) was 4 ml and the actual residual volume (arv) was 14 ml and the cause of the discrepancy was not specified. A catheter revision was scheduled for 2015. Diagnostic testing included a dye study, rotor study, x-rays, and the logs were checked. Weaning efficacy over approximately the past month was reported. The refill nurse indicated a significant volume discrepancy on refill. The pump passed the rotor study, but the catheter could not be aspirated. The x-ray confirmed the catheter access port (cap) needle was seated within the cap. The patient experienced less than 50% therapy relief at original pain areas. The patient¿s status at the time of this report was ¿unable to be obtained.¿ it was further reported the catheter revision occurred on (B)(6) 2015 and the entire catheter was replaced and the old catheter was left inside of the body and tied off. It was determined the cause of the volume discrepancy was likely to be from the catheter occlusion. Therapeutic efficacy would not be realized until the dose is escalated over a period of weeks. The patient appeared to be getting drug through the patent catheter. The pump was being used to deliver prialt. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).